Event description:
Per the audiologist, the patient reported a decrease in performance.explant and reimplantation is planned, but had not taken place at the time of this report may 28, 2009.

Manufacturer narrative:
(B) (4).